Event description:
It was reported that approximately six weeks post implant, the patient was seen for an office visit and the patient wound was noted to have redness and pus at the left border of the incision. Culture of the purulent matter identified staphylococcus. The patient was given antibiotics. The pacing system remains in use. The patient is a participant in the surescan post approval study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 implantable pulse generator: (B)(6) 2012. 5086mri implantable pacing: (B)(6) 2012. (B)(4).